Event description:
Photos received

Manufacturer narrative:
Investigation summary: 2 photos were received and tested by our quality team with the complaint of foreign matter in syringe barrel and on plunger. The photos both shown substances that are not intended to be included in syringe packaging. The second photo has a gelatin like substance but the circled portion does not clarify the substance in question. The complaint has been verified with photos but the root cause of this issue is unknown without further information like a physical sample for testing. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue. There was one issue during production that is a possible root cause of foreign matter in syringe but the affected samples were subsequently quarantined and destroyed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 301027. Batch # 2306473. It was reported that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Product number - 301027, lot number - 2306473 - black / white / blue particles.